Event description:
It was reported that when the device charges at 200 joules, it will intermittently display an energy fault message and will display 411 joules on the monitor. The device will not discharge when this occurs.

Manufacturer narrative:
(B) (4). Physio-control recommended the replacement of the device's power conversion board and provided customer with the part number and ordering information. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.